Event description:
Dermojet device is used to inject local anesthetic into dermis. In this event it injected minute particles of a deteriorated "o" ring into the skin of the pt's low back. Approx six of these inflamed and became nodular about 2 weeks after the injection. This pt was monitored and treated by other physicians and was initially thought to have a localized infection and was treated with antibiotics without a culture being obtained. Nodules formed under the dermis, which were subsequently cultured and biopsied. Cultures were negative growth for anaerobic and aerobic bacteria. Pathology was reported as there is a superficial and deep, perivascular and interstitial, lymphohistiocytic infiltrate with scattered eosinophils and occasional neutrophils. Some lymphocytes extend to the overlying epidermis where there is mild acanthosis, spongiosis and mild basal vacuolar change. Neither fungi nor acid-fast bacilli are identified with pas and fite stains, respectively. Treponema, hsv and vzv immunostains are negative. Additional sections have been examined. No polarizable foreign material is identified with polarized microscopy. This patient subsequently underwent multiple excisions of the nodules on separate occasions.